Event description:
It was reported after several attempts to access the epidural space due to osteophytes, the physician was successful in accessing it with a 14 gauge needle followed by the epiducer. The angle was reportedly too steep, so the physician removed the epiducer and re-inserted the 14 gauge needle over the guide wire. At that time, the physician observed a csf leak and aborted the case. The pt reported waking up from the procedure with a headache. A blood patch was performed and the pt's headache resolved the following day.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.